Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant ua2 uric acid ver.2 result for 1 patient sample on a cobas 6000 c (501) module. The initial ua2 result was 1.3 mg/dl and the repeat result was 5.5 mg/dl. The repeat result was the correct result no erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ua2 reagent lot number was 315894 with an expiration date of 28-feb-2019. The field service engineer (fse) adjusted the wash system, cleaned the wash nozzles, cleaned the valves, and replaced the vacuum pump membranes. Based on the provided qc and calibration data, the investigation determined that a general reagent problem could be ruled out. The issue did not reoccur after the fse service visit. The investigation was unable to find a definitive root cause.